Event description:
[Ihealth covid-19 antigen rapid test kit] use for covid-19 under emergency use authorization (eua): one of the point of care test kit's vials of liquid reagent was empty. The vial was closed and appeared well sealed. No residual liquid was noted. Since the kit contained two tests, fortunately, the second test liquid reagent vial contained the appropriate amount of liquid to conduct the test. FDA safety report ID# (B)(4).